Manufacturer narrative:
The customer contacted the siemens customer care center (ccc).the customer performed calibration and quality controls (qc), which were within range on the day of event. Ccc compared customer calibration data to qc release, which was acceptable. The cause of discordant, false reactive havt result is unknown. Siemens is investigating this issue.

Event description:
A discordant, false reactive total antibodies to hepatitis a virus (havt) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument three times, all resulting non-reactive. The repeat results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false reactive havt result.

Manufacturer narrative:
The initial MDR 2432235-2015-00530 was filed on november 10, 2015. Additional information (10/16/2015): a siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service check of the system, and did not observe a mechanical issue. The cse inspected all alignments and made adjustments to the reagent probes. The cause of the discordant, false reactive havt result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Corrected information (11/10/2015): the corrected result was reported to the physician(s).

Event description:
The corrected result was reported to the physician(s).